Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1342233, medical device expiration date: 2022-09-30, device manufacture date: 2021-12-08; medical device lot #: 1286057, medical device expiration date: 2022-07-31, device manufacture date: 2021-10-13. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ peds plus¿/ f culture vials (plastic) false positive results were obtained by the laboratory personnel. A biofire test was used to confirm the results as false positives. The customer stated that results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "customer is reporting their bactec 442020 bottles from lots 1342233 and 1286057 tested positive for proteus on the bcid molecular test."

Event description:
It was reported that while using bd bactec¿ peds plus¿/ f culture vials (plastic) false positive results were obtained by the laboratory personnel. A biofire test was used to confirm the results as false positives. The customer stated that results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "customer is reporting their bactec 442020 bottles from lots 1342233 and 1286057 tested positive for proteus on the bcid molecular test."

Manufacturer narrative:
H.6. Investigation: customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification panels. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures. Retention sample testing: retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history review: based on a review of the batch history record for the incident lots, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaint history review: a complaint history review was conducted and no trend was identified for either lot. Complaint evaluation: complaint is unconfirmed based on retention samples and batch history record review results. As per product insert a gram-stained smear from culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results in the recovery of certain microorganisms. Molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufacturer¿s instructions for use. No corrective actions were required at this time. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.